Event description:
It was reported that on(B)(6), 2026, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4+ on a patient with an enlarged atrium. A triclip xtw ((B)(6)) and a triclip xtw ((B)(6)) was inserted and deployed on the tricuspid valve, reducing tr to a grade of 1.on (B)(6), 2026, an echocardiogram was performed and revealed that the triclip xtw ((B)(6)) detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda) and that the triclip xtw ((B)(6)) also had detached from the septal leaflet and remained attached to the other leaflet (slda), causing tr to increase to a grade of 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. Based on the available information, a cause for the reported incomplete coaptation- single leaflet detachment (slda) resulting in tricuspid regurgitation could not be determined. Additionally, the reported patient effects of tricuspid regurgitation (tr) is listed in the IFU, and is a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances.there is no indication of a product issue with respect to manufacture, design or labeling.